Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple cs064 alarms. The pump was returned with moisture behind the display lens, and corrosion in the battery compartment. The pump powered on with audible and vibratory features to a blank screen. Further testing was unable to be performed due to the moisture in pump and the blank screen.